Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to remove and shutdown all bluetooth enabled devices from the immediate area, turn off the wi-fi on the smart device, and observe if a connection is achieved. No additional patient or event information is available.